Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low drain volume alarm occurred during use with a homechoice cassette. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. There were an unspecified quantity [at least six (6) to ten(10)] of homechoice cassettes that were faulty; further described as "the tubing attached to the white connection piece of the patient line looks to be sealed incorrectly around the connection so they were leaking." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturing date: remove 04/13/2023 (previously reported) and replace with 04/14/2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.